Event description:
It was reported the leads had migrated one vertebral level and were at the top of t9. As such surgical intervention was undertaken wherein the leads were explanted.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.